Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that restenosis occurred. The patient was enrolled in (B)(6) study on (B)(6) 2016 and the index procedure was performed on the same day. The target lesion one was located in the left leg mid superficial femoral artery (sfa) with 90% stenosis and was 130mm long with a proximal reference diameter of 6.00mm and distal vessel diameter of 6.00mm and was classified as tasc ii b lesion. The lesion was treated with pre-dilatation and placement of a 7.00 x 150 mm study stent. Following post-dilatation, residual stenosis was 0%. On (B)(6) 2016, post procedure, swelling was noted in the lower extremity and an angiography was performed which revealed vascular damage in the center part of the stent which led to bleeding. Treatment of the vascular damage was attempted with a balloon, however it was difficult, subsequently additional balloon was used for the dilatation and hemostasis of the bleeding was achieved with exoseal. On (B)(6) 2016, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2018, the patient came in for the regular follow up with the complaints of recurrent symptoms of claudication and further examination revealed recurrent disease in the left lower limb. On (B)(6) 2018, the patient was admitted to the hospital and angiography was performed which revealed 90% stenosis of the proximal portion of the sfa, instent restenosis of the previously placed stent in the mid portion of the left sfa. On (B)(6) 2018, 819 days post index procedure, 90% stenosis located in the proximal portion and isr of the previously placed stent in the mid portion of the left sfa were treated with balloon angioplasty with plain old balloon followed by drug eluting balloon (tvr). Post procedure, the residual stenosis was 25%. On (B)(6) 2018, the patient was discharged on dapt.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that restenosis occurred. The patient was enrolled in the imperial study on july 26, 2016 and the index procedure was performed on the same day. The target lesion one was located in the left leg mid superficial femoral artery (sfa) with 90% stenosis and was 130mm long with a proximal reference diameter of 6.00mm and distal vessel diameter of 6.00mm and was classified as tasc ii b lesion. The lesion was treated with pre-dilatation and placement of a 7.00 x 150 mm study stent. Following post-dilatation, residual stenosis was 0%. On (B)(6) 2016, post procedure, swelling was noted in the lower extremity and an angiography was performed which revealed vascular damage in the center part of the stent which led to bleeding. Treatment of the vascular damage was attempted with a balloon, however it was difficult, subsequently additional balloon was used for the dilatation and hemostasis of the bleeding was achieved with exoseal. On (B)(6) 2016, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2018, the patient came in for the regular follow up with the complaints of recurrent symptoms of claudication and further examination revealed recurrent disease in the left lower limb. On (B)(6) 2018, the patient was admitted to the hospital and angiography was performed which revealed 90% stenosis of the proximal portion of the sfa, instent restenosis of the previously placed stent in the mid portion of the left sfa. On (B)(6) 2018, 819 days post index procedure, 90% stenosis located in the proximal portion and isr of the previously placed stent in the mid portion of the left sfa were treated with balloon angioplasty with plain old balloon followed by drug eluting balloon (tvr). Post procedure, the residual stenosis was 25%. On (B)(6) 2018, the patient was discharged on dapt. Additional information reported that follow up core-lab angiography finding dated (B)(6) 2018 noted thrombus of grade 0 and absence of aneurysm. However, core lab noted the presence of isr pattern 4. Core lab findings dated (B)(6) 2018 revealed the presence of radial stent deformation.